Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn. It was not confirmed about falling off of the tissue pad. The inner tube exposed from the outer pipe, and the inner tube seemed to be pulled out. The distal end of the inner tube was partially torn away and missing. The broken part was not returned. From the condition of the device, omsc presumed that the user reported about the inner tube, not tissue pad. Omsc judged that the protruding of the inner tube was not reportable event. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hysterectomy under celioscopy, the subject device was used. The tissue pad of the subject device fell inside the patient. The fragment was retrieved. The intended procedure was continued with another device. There was no patient injury reported.